Event description:
In 1997, I started using poligrip and fixodent. For my denture in 2005 my feet, hand, hip began tingling; become itching and hands become numb, when walk two blocks, I get tired, my hands and feet, legs and back start to tingling and become numb. I get sore throat and my nose run constantly. I suffer with pain in the extremities. Dates of use: 1997 - 2009. Diagnosis: denture. Event abated after use stopped: 1.,2., no. Event reappeared after reintroduction: 1.,2. Yes.